Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving dilaudid (25 mg/ml, 8.947 mg/day), baclofen (167.0 mcg/ml, 59.77 mcg/day), and bupivacaine (10 mg/ml, 3.579 mg/day) via intrathecal infusion pump. It was reported that the patient had an elevated white blood cell count, headache, and a fever. The patient had pump refilled on (B)(6) 2022 and presented to the emergency room on (B)(6) 2022. Flood around the pump was suspected and dye study was ordered to confirm the function of the catheter. An interrogation of the pump showed no alerts or motor stalls. The patient was taken to the operating room to perform the dye study. There was suspected infection, so the pump incision was partially opened to be cultured. There were signs of infection (pus) that was noticed, so the dye study was canceled. The pump and catheter were removed due to infection. The pump pocket and catheter pocket were cleaned and closed. The issue was resolved at time of report. Other medications the patient was taking at the time of event were albuterol, celexa, cyclobenzaprine, imitrex, incruse ellipta, and oxycodone-acetaminophen.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: catheter. Product ID: 8578, lot#: hg1xesq05, implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 08-aug-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.